Event description:
Report received from baxter states that at an undetermined time during patient infusion the flow stopped. The device contained 3350mg of 5fu and 5% dextrose for a total fill volume of 96ml. No patient injury reported.